Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was treated with manual injection. The insulin pump had insulin flow block alarm. The customer was using the auto mode feature. The customer declined troubleshooting for high blood glucose. The customer also experienced low blood glucose also and getting battery low as well. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected no delivery/occlusion alarms or insulin flow blocked alarms note during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No charge/battery lasts less than expected anomalies noted during testing or in device trace download. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained serial number label, peeling end cap address label, cracked retainer and scratched case. (B)(4).